Event description:
A 6060 pump was reported to overinfuse during clinical use. D5w was being infused in the continuous mode. The rate was 100 ml/hr; vtbi 2000 ml. The infusion ended in 16 hours. No pt injury / medical intervention was required. The account's repair shop was unable to duplicate the report.